Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. Manufacturer contacted customer with follow up phone calls to make sure the new replacement device is not displaying low results and customer's condition. Customer stated is satisfied with the glucose readings. Customer is doing well. Customer reported was at the hospital on (B)(6), 2015 and diagnosticated with hyperglycemia.

Event description:
Customer complains of low results. Customer states that he feels physically fine at the moment of phone call, customer received medical attention. The customer's expected blood results are 95-140mg/dl fasting. Verified test strips expire 07/23/2018. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2015 reviewed meter memory: (B)(6). Memory concerns:with 58mg/dl, 47mg/dl 48mg/dl. Customer is complaining that his meter may be reading too low. He ran a blood glucose test on (B)(6) 2016 @ 8:20am (fasting ) and he got result 88mg/dl and his doctor's meter read 203mg/dl. He also stated that he went to the hospital once because he felt that is blood sugars were running high and the meter read lower. The customer did not have any illness from the hospitalization. He was sent home the same day. Customer stated he ran a control test before the call and result was 47mg/dl.